Event description:
It was reported that the patient's pain started a few months post op. Patient reports having pain on the bottom of her knee cap. She also has pain when she is seated and her legs are not parallel with her body. She states that she is ok when walking but has trouble using the stairs. She has pain in her upper thigh, in the ball of her foot and the inside and outside of her knee cap is very painful. Patient states that she is allergic to nickel.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
The patient is (B)(6). An event regarding alleged pain involving an unknown x3 cs tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: patient medical records were available for review. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. He could not confirm the event description, need x-rays and additional medical records. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The following product was added to the complaint after the initial medwatch was submitted. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Cat. No.: unk, size #4 tibial baseplate, lot code: unk. Cat. No.: unk, 33 x 9mm cemented patellar component, lot code: unk. Cat. No.: unk, size #5 femoral component, lot code: unk.

Event description:
It was reported that the patients pain started a few months post op. Patient reports having pain on the bottom of her knee cap. She also has pain when she is seated and her legs are not parallel with her body. She states that she is ok when walking but has trouble using the stairs. She has pain in her upper thigh, in the ball of her foot and the inside and outside of her knee cap is very painful. Patient states that she is allergic to nickel.